Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, an issue occurred retrieving the suture. When the needle plunger was removed, no suture was attached. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue during needle plunger removal was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.